Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and did not confirm the reported event of unrecoverable loss of antenna passed threshold.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-003 /serial number (B)(4)/lot number 5203354), being used with the complaint receiver was returned on 03/09/2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter